Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was getting an air leak alert and flow rate was 0.8 l/m. The nurse had disconnected and reconnected all the lines, put finger over the fluid delivery line hole (good suction) then put in manual control but still air leak was noted and flow was less than 1 l/m. The user saw lot of bubbles in pad connections and the arctic gel pads were not damaged. Advised the nurse to either change arctic sun device or arctic gel pads and call back if not fixed. The user would give pads to manager if needed to take off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the (B)(6) device was getting an air leak alert and flow rate was 0.8 l/m. The nurse had disconnected and reconnected all the lines, put finger over the fluid delivery line hole (good suction) then put in manual control but still air leak was noted and flow was less than 1 l/m. The user saw lot of bubbles in pad connections and the (B)(6) were not damaged. Advised the nurse to either change (B)(6) device or arctic gel pads and call back if not fixed. The user would give pads to manager if needed to take off.